Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The wire of the subject device was come away from the fixing hole and the joint portion of the wire was missing. It was found that there was a scratch on the fixing hole. Also, it was found that there was a buckling in the instrument channel of the bronchoscope used during the procedure. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation of the subject device and doctor's comment, omsc presumed the following occurrence mechanism. Frictional resistance between the subject device and the instrument channel of the bronchoscope was increased because there was a buckling in the instrument channel. When the user forcibly withdrew the subject device from the buckled bronchoscope, excessive stress was given to between the wire and fixing hole. And eventually, the joint portion of the wire was broken and missing. The instruction manual of the subject device warns; if excessive resistance makes withdrawal difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the instrument and/or endoscope. Cross reference MFR. Report number: 8010047-2016-01225.

Event description:
During a transbronchial lung biopsy, two subject devices were used. After the doctor inserted the first subject device into the bronchoscope, the cups of the first subject device could not be opened. The doctor checked the distal end of the first subject device. Then the wire of it was detached. The doctor used the second subject device, but the same phenomenon as the first subject device occurred. The doctor changed the bronchoscope and completed the procedure with another device. Olympus medical systems corp. (Omsc) confirmed that a part of the wire of two returned subject devices was missing. No patient injury was reported. The doctor commented that it was difficult for him to insert the subject device into the bronchoscope. This is the second one of two reports.